Event description:
It was reported patient underwent rotator cuff repair procedure utilizing juggerknot on (B)(6) 2012. During the procedure, as the surgeon was attempting to implant the anchor, the suture pulled out and the anchor remains in the patient. A second anchor was attempted in the same hole and implanted successfully.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 1 MDR filed for this event (reference 1825034-2012-00113).